Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
The date of event is unknown. The event timing is unknown. There was no report of patient harm. No known adverse event. Poor image quality. Refer to expiration date as complaint notification date

Manufacturer narrative:
Correction information: g6: follow up #2. H2:if follow-up, what type? H3:device evaluated by manufacture. Additional information: h4:device manufacture date. Evaluation summary: it is presumed that the phenomenon was caused by the failure of the imaging system due to long-term use (6 years) and the deterioration of the imaging capability. (No repair history). As for the cause of the deterioration of the imaging capability, it is thought that there are factors such as the failure of the image sensor, the damage of the ccd cable, the breakage of the circuit pattern, and the decrease in the light intensity of the lighting, but it has not reached a conclusion.